Event description:
Consumer reports high and low readings and control solution failure. Compared readings against their other meter. Analysis run on clark error grid using competitive reading (278) as ref. Point vs. Bd readings (134,44,99) yielded data points in the d/e range of the grid, outside acceptable limits.